Event description:
Healthcare processional reported injecting a patient with juvéderm® volbella¿ xc. The patient experienced ¿under eye occlusion¿ and ¿redness.¿ the patient was treated with hylenex. The event is ongoing.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of ¿under eye occlusion¿ and ¿redness" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.